Event description:
It was reported that the hysteroscope's tip was chipped. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device evaluation, it was confirmed that the ceramic tip was loose. Based on the results of the investigation, the damage may have been thermally or mechanically induced by an impact or fall. Olympus will continue to monitor field performance for this device.